Event description:
A hospital in (B)(6) reported that the heated wires of two rt210 adult dual-heated breathing circuits were unable to be connected "in any way". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the heated wires of two rt210 adult dual-heated breathing circuits were unable to be connected "in any way." No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected and tested to see if full insertion of the expiratory and inspiratory heater wire adaptor plug was possible. A heater wire resistance test was carried out using a multimeter. Results: the visual inspection revealed no visible damage. Full insertion of the heater wire pins of both expiratory and inspiratory into the heater wire adaptor was achieved. The heater wire resistance of both inspiratory and expiratory limbs were within specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.